Manufacturer narrative:
The following information has been updated from the initial MDR: d9. Device available for evaluation: yes. D9. Date returned to mfg: 25-jan-2024. Investigation summary: the affected device was received for evaluation. There were minor scuffs and scratches on the tower enclosure. The return tube was cracked, causing the unit to fail the flow rate test, measuring below the 1 gpm minimum. The over-temp alarm activated after roughly 4 minutes of running, right after checking all the alarms manually. This was due to the cracked return tube causing fluid ingression onto the pcb. Every time an alarm was tested (or unit turned off) it would shut the pump off (normal), and when the fluid worked its way up the return tube backwards it sprayed fluid out the crack onto the pcb components, resulting in a malfunction. Air pressure was measured around 5.8 psi, this is above the 5.6 psi +0.0/-0.2 psi tolerance. The pressure gauge needle stuck while assembled in the pressure cuff, but it read normal when removed and tested separately. The customer's indicated failure was confirmed, and the root cause was determined to be the faulty pressure gauges in the h-2 pressure chambers. As a result, the pressure gauges were replaced, as well as the pcb and return tube on the tower. The o-rings and fan guard were also replaced and preventative maintenance was performed. The device passed all testing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not infusing fast enough. No patient involvement reported no adverse event or harm reported.